Event description:
A customer reported a failed american proficiency institute (api) proficiency testing for intact parathyroid hormone (ipth) sample (B)(6) and quality control (qc) result was high but within range on the aia-900 analyzer. The initial customer lab result for the api test was 265.0 pg/ml, which is above the expected range of 182.1 - 250.2 pg/ml. The customer retested the api test sample and it failed again, the customer did not provide the test result for the retest. A tosoh technical support specialist (tss) assisted the customer with the issue. Tss sent multi analyte controls (mac) to the customer for further investigation. There was no indication of any patient intervention or adverse health consequences based on the reported event.

Manufacturer narrative:
A tosoh technical support specialist (tss) followed up with the customer and confirmed the multi analyte controls (mac) run were within the intended ranges. The customer stated that the analyzer is fully operational and no additional information provided regarding repeating the proficiency testing. The customer validated the analyzer by successfully running qc without error and within acceptable range. Tss could not determine the cause of the reported event. No further follow up or actions required from tosoh. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the search period. Review of related documentation the intact parathyroid hormone (ipth) st aia-pack analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event could not be established.